Manufacturer narrative:
Pump received with blank display due to b1/ib broken solder joint. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Unit had cracked display window corner and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the insulin pump had a blank display after receiving a new battery cap. Blood glucose level at the time of the incident was not provided. During a follow up call, the customer's blood glucose level was 462 mg/dl. During troubleshooting, the caller was unable to get the display to return. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.